Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac 4 blade failure of light. Camera worked in ambient light but inside airway, failed to show anything. Cmac 4 blade failed to produce light so they couldn't use it. Only noticed on trying to intubate. No negative impact in state of health reported.

Manufacturer narrative:
New information is provided in section b5 that changes the severity of this report to none reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received from gb that the case was entered twice in the system. The case can be covered by case number (B)(4). Therefore, no reporting obligation is required for this case.

Manufacturer narrative:
The previous report was incorrect and was intended for report number 25-84. This sup report is to provide the correct intial information. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac 4 blade failure of light. Camera worked in ambient light but inside airway, failed to show anything. Cmac 4 blade failed to produce light so they couldn't use it. Only noticed on trying to intubate. No negative impact in state of health reported.